Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in anticipation of renal surgery to evaluate the lesions. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with post implant pulmonary embolism and the patient reportedly expired.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned. Medical records were provided. Approximately, two months of post deployment, computerized tomography-staging revealed the filter was tilted. Around, two years and five months later, computerized tomography-chest was revealed that scattered nonspecific 1-3 mm pulmonary lesions/nodules unchanged since deployment of the filter. A computerized tomography-abdomen was revealed that there was an inferior vena cava filter, some of its prongs projected in the left retro aortic renal vein and outside the lumen of the inferior vena cava. This appearance was unchanged since prior study. Subsequently, four years four months later, x-rat chest 2 view stated that there were matched ventilation/perfusion defects in the base of the left lung that correspond to infiltrated seen both on computerized tomography scan and the chest radiograph. There were matched ventilation/perfusion defects in the apices of both lungs consistent with the apical pleural thickening and fibrosis seen radiographically and the result was intermediate probability for pulmonary thromboembolism. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in anticipation of renal surgery to evaluate the lesions. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant and the patient reportedly expired.

Manufacturer narrative:
No device and no images have been made available to the manufacturer. Medical records were received and reviewed. As the lot number for the device has not been provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. An investigation of the reported event is currently underway. Medical record review: a vena cava filter was indicated preoperatively for and adrenal mass biopsy and history of dvt and pe. The left groin was prepped and draped in the usual sterile fashion. Under sonographic guidance, the left common femoral vein was accessed with a micropuncture set. Over a guidewire a delivery sheath was advanced into the proximal right common iliac vein. Inferior venacavogram demonstrated the ivc to be of normal size and configuration with no evidence of clot. The renal veins were visualized. The delivery sheath was advanced into the vena cava just below the renal veins. The retrievable ivc filter was then deployed in the infrarenal caval segment. All catheters were withdrawn and hemostasis obtained with manual compression. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient had expired some time post vena cava filter deployment (date not provided). Medical records were received and reviewed. The vena cava filter was successfully deployed prior to a biopsy procedure in the patient with a history of dvt. Hemostasis was achieved with manual pressure. No other pertinent patient or medical information was provided leading up to or surrounding the patient's death. No specific device malfunction(s) was reported that may or may not have caused or contributed to the patient's death.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was indicated preoperatively for an adrenal mass biopsy and history of dvt and pe. The left groin was prepped and draped in the usual sterile fashion. Under sonographic guidance, the left common femoral vein was accessed with a micropuncture set. Over a guidewire a delivery sheath was advanced into the proximal right common iliac vein. Inferior venacavogram demonstrated the ivc to be of normal size and configuration with no evidence of clot. The renal veins were visualized. The delivery sheath was advanced into the vena cava just below the renal veins. The retrievable ivc filter was then deployed in the infrarenal caval segment. All catheters were withdrawn and hemostasis obtained with manual compression. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided. There was no specific deficiency alleged. The investigation is inconclusive. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens; filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques; perforation or other acute or chronic damage of the ivc wall; acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels; deep vein thrombosis; caval thrombosis/occlusion; extravasation of contrast material at time of venacavogram; air embolism; hematoma or nerve injury at the puncture site or subsequent retrieval site; hemorrhage; restriction of blood flow; occlusion of small vessels; distal embolization; infection; intimal tear; stenosis at implant site; failure of filter expansion/incomplete expansion; insertion site thrombosis; filter malposition; vessel injury; arteriovenous fistula; back or abdominal pain; filter tilt; hemothorax; organ injury; phlegmasia cerulea dolens; pneumothorax; postphlebitic syndrome; stroke; thrombophlebitis; venous ulceration; blood loss; guidewire entrapment; pain. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient had expired some time post vena cava filter deployment (date not provided). However, based on medical records received and reviewed, the vena cava filter was successfully deployed prior to a biopsy procedure in the patient with a history of dvt. Hemostasis was achieved with manual pressure. No additional medical records were received. No specific device malfunction(s) that may or may not have caused or contributed to the patients death were provided.